Manufacturer narrative:
Correction information was provided in d.10. On the initial medical device report (MDR), the concomitant medical products (monarch iii iol delivery system, cartridge d, monarch iii iol delivery system, injector, and monarch ii loading forceps) were inadvertently added in d.10 section and submitted. These products should not have been reported on the initial report submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following intraocular lens implantation surgery, the patient was unhappy with halos and glare in both eyes, headaches, and blurred vision. As a result, the lens was explanted and replaced with a company lens (t4.160) lens in a secondary procedure. The clinical reason for explant was that the patient had declined vision correction procedures such as laser-assisted in situ keratomileusis (lasik) and photorefractive keratectomy (prk). The company lens (t4.160) was adjusted with a power of minus 1.00 to target more hyperopia. The surgery was completed without any harm to the patient. Additional information has been requested. There are two files associated with this report. This is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).